Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft delivery system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt's vessels were extremely tortuous. It was reported, while the stent graft was being advanced, the delivery system kinked and the physician elected to remove it from the pt. The case was successfully completed with another aneurx device. No clinical sequelae were reported and the pt is fine. The delivery system was discarded by the user facility.

Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (extremely tortuous vessels). Conclusions: device failure lack of effectiveness related to pt condition (extremely tortuous vessels).